Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable crt-d, (B)(6) 2012; 693558 implantable tachy lead, (B)(6) 2012. (B)(4).

Event description:
The patient reported that the lv (left ventricular) part of the pacemaker hadn't worked in two months. We are conducting follow-up to clarify the nature of any performance issues. The lv lead remains in use. No patient complications have been reported as a result of this event.